Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jun-2021, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(4), ubd: 16-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer (con) regarding a patient who was receiving dilaudid (unknown concentration or dose) and another unknown drug (unknown concentration or dose) via implantable infusion pump. It was reported that the patient's equipment was fine for a year and a half after pump/catheter replacement on (B)(6) 2019; however, migrated again. The patient stated that they had a catheter revision last week (B)(6) 2021 to correct the migrated catheter, and the patient is currently in the hospital as the catheter migrated after a week again. The patient was requesting for a list of doctors, specifically surgeons, who can address the patient's internal equipment. No symptoms/patient complications were reported. Omitted information pertaining to initial catheter migration and pump/catheter replacement in pe (B)(4).